Event description:
The manufacturer's field service technician performed an initial review on a trilogy evo device. There was no harm or injury reported. During the initial evaluation, the device failed an active exhalation verification test step. This issue would affect the device's ability to deliver therapy as designed. A service required alarm indication low oxygen inlet pressure was observed in the device's downloaded event log. This is not a critical error and would not affect therapy. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step. This issue would affect the device's ability to deliver therapy as designed. A service required alarm indication low oxygen inlet pressure was observed in the device's downloaded event log. This is not a critical error and would not affect therapy. The manufacturer's field service engineer replaced the device's 3-way solenoid valve and proportional valve to address the failed test issue. The components were returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil technician states the following findings: the proportional valve investigation states the pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The solenoid investigation states the pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid.